Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reported the device was no longer helping their symptoms and the device was not working. The patient was planning to have the device explanted. The rep reported that the device was checked and was working properly. The patient had a discussion with their healthcare provider, and they didn¿t wish to have the device reprogrammed. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep, patient and hcp (healthcare professional). According to patient, several months after the implant they started experiencing the a return of symptoms and the device not working. Pt was unwilling to try new programs or be reprogrammed. The cause of the device not working was not determined. The explant had not yet been scheduled. If the doctor requests that device be returned, the rep will return the device. No further complications were reported.